Event description:
It was reported that the model 6947 lead was fractured and the pacing impedance was greater than 2000 ohms. The fracture was confirmed at lead replacement. The model 5076 lead was also returned and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.